Manufacturer narrative:
Additional information received on february 08,2023 indicated that the right side was affected with the lot#: lot#: 6677557. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Suspect device received on february 15, 2023 device evaluation completed on february 20 , 2023: according to the information received, the patient experienced a deflation in the breast implant, the dr. Specifies that it is possible that he damaged the implant during the injection on the table. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant was found to have a tear on the anterior view, measuring approximately 4.0 cm. Leak testing was performed, in accordance with mentor procedures, and no other leak sites were detected during the analysis. A microscopic examination was performed and instrument damage was not found on the area of the tear, the cause of the deflation cant be confirmed that it was made by the customer. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reference number: (B)(4).

Event description:
It was reported that a 62-year-old caucasian female who underwent a breast augmentation revision with a mentor smooth round moderate profile, 325cc saline breast implant experienced left-sided deflation post procedure. The issue was diagnosed through patients¿ symptoms. As a result, patient underwent unilateral replacement with cat#:3501650 sn#: (B)(4) on (B)(6), 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).